Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows billowing (non-device-related) and buckling in the mid bifurcated stent graft occured that were not included in the event as reported. This is not consistent with the reported adverse event/incident. These finding were discovered during an examination of CT (computed tomography) scan dated (B)(6) 2020. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent on an unknown date. On a later date, the patient presented with non-device-related thrombocytopenia (low platelet level). The physician plans to re-intervene and surgery has not been scheduled. The final patient status was not reported. Additional information received per clinical assessment confirming that stent buckling at the mid portion of the bifurcated stent graft was also present at the time of the reported event.